Event description:
User stated their sodium results were drifting low over a 24-hour period. Thirteen patients were known to be involved. Four examples were provided. Repeat testing was performed on another analyzer at the site. Sample 1 initial result was 129 mmol/l, repeat results were 130 mmol/l and 135 mmol/l. No erroneous results were reported for this sample. The field service representative determined the cause to be bad internal standard and electrodes. He replaced the internal standard and all electrodes. On a follow up visit, he could not find a cause but noted he checked the ise for proper operation. Performance tests were performed which were within.

Event description:
User stated their sodium results were drifting low over a 24-hour period. Thirteen patients were known to be involved. Four examples were provided. Repeat testing was performed on another analyzer at the site. Sample 2 was from a male: initial result was 132 mmol/l, repeat result was 141 mmol/l. It was noted the results for this sample had to be corrected and it is unknown if this patient was treated based on the original result. The field service representative determined the cause to be bad internal standard and electrodes. He replaced the internal standard and all electrodes. On a follow up visit, he could not find a cause but noted he checked the ise for proper operation. Performance tests were performed which were within.

Event description:
User stated their sodium results were drifting low over a 24-hour period. Thirteen patients were known to be involved. Four examples were provided. Repeat testing was performed on another analyzer at the site. Sample 4 was from a female: initial result was 131 mmol/l, repeat result was 140 mmol/l. It was noted a corrected report was generated for this sample. It is not known if the patient was treated based on the original result. The field service representative determined the cause to be bad internal standard and electrodes. He replaced the internal standard and all electrodes. On a follow up visit, he could not find a cause but noted he checked the ise for proper operation. Performance tests were performed which were within.

Event description:
User stated their sodium results were drifting low over a 24-hour period. Thirteen patients were known to be involved. Four examples were provided. Repeat testing was performed on another analyzer at the site. Sample 3 initial result was 129 mmol/l, repeat result was 140 mmol/l. Erroneous result was not reported for this sample. The field service representative determined the cause to be bad internal standard and electrodes. He replaced the internal standard and all electrodes. On a follow up visit, he could not find a cause but noted he checked the ise for proper operation. Performance tests were performed which were within.